Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, pt reported an ongoing concern with elevated blood glucose and insulin leakage at the infusion site since she started a new type of infusion set 1.5 months ago. This occurs approx 1 time per week. Infusion headsets are inserted manually at a 90 degree angle and in a quick motion. Pt changed the infusion set on the morning of the report, and blood glucose elevated to 458 mg/dl. Target blood glucose is 70-110 mg/dl. Pt delivered an insulin injection of 10 units to correct hyperglycemia. She did not notice any bent infusion cannulas. Alleged infusion sets were discarded, and no product will be returned for evaluation. Replacement product was sent. The pt did not require treatment from a health care professional or second party to address the issue.